Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed by the distributor. The reported problem (failure to baseline) was confirmed. The cause for the reported failure was isolated to an intermittently open green (belt dischg) wire in the cable connecting ECG "c" and ECG "d". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) was unable to baseline a patient in the field.